Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2011 by fax and mail. A completed questionnaire was received on 08/17/2011. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated a limbal relaxing incision (lri) was performed during the iol implant procedure due to corneal astigmatism and sutures were placed due to "flipped" astigmatism axis. The surgeon noted the incision was too deep. He reported posterior capsule opacification was noted postoperatively and a yag procedure was performed on (B)(6) 2011. He states he does not believe the iol caused/contributed to the event.